Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited rising capture thresholds. It was noted that the patient may have been a twiddler. The lead was removed and replaced and the patient was stable post-procedure.